Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was experiencing discomfort and a distal erosion on the right side of the penis was diagnosed by the physician. A surgical procedure was performed in which the right cylinder was pulled out, the physician made a new pathway through the corpora and then the existing rte was replaced with a smaller rte. The physician commented that patient looked great and was going home the same day. The patient is now fully recovered.